Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had a blank display. Customer's blood glucose level was unknown. Troubleshooting was performed but the display did not return. The battery compartment was neither damaged nor corroded. The customer was advised the device will need to be replaced. They were advised to discontinue use of the insulin pump and revert to backup plan per health care professional's instructions. Customer also had reported that the no delivery alarm occurred during manual prime. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed all functional testing including the displacement, operating current, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime and excessive no delivery test. No blank display anomaly noted during test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked lcd window and cracked battery tube threads.